Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the active electrode migrated postoperatively partially outside of the cochlea, as confirmed by post-operative diagnostic imaging. Mechanical damages found during investigation are attributable to the removal surgery. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
When the user was seen for a regular fitting appointment it was discovered that the hearing performance with the device was affected. The user was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
When the user was seen for a regular fitting appointment it was discovered that the hearing performance with the device was affected. The user was re-implanted.